Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented via remote transmission. Review of transmission revealed that the implantable cardiac monitor showed numerous fibrillation episodes. Physician was unable to determine the accuracy of the atrial fibrillation episodes due to lack of p waves and concluded it as a sinus rhythm with atrial ectopic beats. Programming changes were made. Patient was stable.